Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device identified a septum that was collapsed into the injection site sub-assembly. The device passed pressure testing. Underwater pressure testing was then performed to test for leakage; the device failed this test as leakage from the collapsed septum was observed. The reported condition was verified. The cause was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer had a connection issue with an interlink IV catheter extension set. According to the reporter they were attempting to push the needleless end of a twin pack into the stopper of the saline lock when the stopper dislodged and fell towards the tubing of the saline lock. They then had to clamp the lock closed and replace it with a new extension set. There was patient involvement, but there was no patient injury or medical intervention associated with this event. No additional information is available. Additional information was received from the customer: the customer provided further observations during the course of their own investigation (not baxter's) of the device. They stated ¿it appears what may have happened is that the ¿yellow stopper¿ seemed to push further back into the tube while the end user was spiking it. He says the stopper can see to be depressed about 2-3mls."